Manufacturer narrative:
(B)(4). Event description: still under investigation.

Event description:
A male pt with aortic stenosis underwent post dilation of aortic stent placement in an area of significant calcification on (B)(6) 2014. Aortic stent was successfully in position an advance 35 mp low profile balloon catheter was used to post dilate the stent, this balloon ruptured longitudinally and was removed. A second advance 35 lp low profile balloon catheter was then used to further post dilate the stent, this stent ruptured circumferentially. An attempt was made to remove the balloon through the 7fr sheath. However, the balloon would not pull back through the sheath. The sheath and balloon catheter were removed as one unit. The sheath was then dissected and the contents examined; the balloon was incomplete. The white distal tip and approx 1cm of balloon material remained within the puncture site. The vascular surgeon was informed and a surgical procedure scheduled to remove the detached distal section of the balloon.